Event description:
The valve on the distal zfen sheath was leaking. A dilator was placed in the valve to stop it from leaking. The procedure was completed with the complaint device.

Manufacturer narrative:
The device's sheath was returned for evaluation. A functional test was performed using an 18fr pusher, and the following was observed: - captor valve opened, without pusher: no leakage; - captor valve closed, without pusher: no leakage; - captor valve opened, with pusher: leakage observed; - captor valve closed, with pusher: leakage observed. The silicone disc in the hemostatic valve was inspected and confirmed to be torn. The additional 2 silicone discs inside could not be visually inspected. The work order record for ac951955 was reviewed and appeared complete and correct. The functional test performed on the returned sheath confirmed leakage through the silicone discs. (B)(4) was opened to address "leaking valve complaints for us zenith fenestrated and zbis devices". A qc check, on 100% of captor valves for torn discs at both incoming qc and after loading, was introduced as part of this CAPA. This CAPA was completed on the 24 march 2017.

Event description:
The valve on the distal zfen sheath was leaking. A dilator was placed in the valve to stop it from leaking. The procedure was completed with the complaint device.